Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas c 303 analytical unit. The following are examples of discrepant results for 3 patient samples. Patient 1 initial crp4 result was 0.851 mg/l. The repeat result was 72.0 mg/l. The initial ureal result was 2.30 mmol/l. The repeat result was 4.29 mmol/l. Patient 2 initial ureal result was 8.05 mmol/l. The repeat result was 12.5 mmol/l. Patient 3 initial crp4 result was 51.5 mg/l. The repeat result was 99.7 mg/l. The initial ureal result was 1.59 mmol/l. The repeat result was 3.38 mmol/l.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The customer cleaned and primed the sample probe; however, the issue was not resolved. The investigation is ongoing.